Event description:
The customer reports that the peel-away sheath introducer "fish mouth" when being advanced into skin at the transition of the dilator and sheath.

Manufacturer narrative:
Qn#(B)(4). The customer returned one peel-away sheath/dilator assembly for analysis. Signs-of-use in the form of biological material was observed on the dilator body. Visual analysis revealed that the sheath tip was damaged. Microscopic examination revealed confirmed the defect and revealed white stress marks around the damage. This damage is consistent with undue force being applied during an attempted insertion. No other defects or anomalies were observed. The total length of the sheath body measured to be 2 3/4", which is within the specification limits of 2 5/8"-2 7/8" per the catheter peel-away graphic. The peel-away outer diameter measured 0.080", which is within the specification limits of .078"-.084" per the catheter peel-away extrusion graphic. The peel-away inner diameter at the proximal end measured .066", which is within the specification limits of .061"-.071" per the catheter peel-away extrusion graphic. The returned dilator was able to advance and retract from the returned sheath with minimal resistance. A device history record review was performed, and a potentially relevant finding was identified. A non-conformance was initiated for batch sheath 17c18j0207 to address the issue of a peel-away sheath tearing incorrectly. The customer reported a damaged sheath tip which was identified prior to an attempted peeling of the sheath, therefore, it was determined not to be relevant to this complaint issue. The IFU provided with the kit informs the user, "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip". The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was damaged. White stress marks were observed indicating undue force was applied while introducing the sheath. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with a potentially relevant finding; however, it was determined not to be relevant to the customer reported issue. Based on the condition of the sample received and the customer report, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the peel-away sheath introducer "fish mouth" when being advanced into skin at the transition of the dilator and sheath.